Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally issued a meal announcement while demonstrating the feature to a family member, after which blood glucose dropped to a nadir of 39 mg/dl and the ilet provided a low alert; the event did not require medical intervention and was managed at home with oral carbohydrates per coaching. Symptoms included no reported hypoglycemic symptoms. Outcomes included successful correction of glucose to 109 mg/dl without hospitalization or long-term sequelae. Investigation included call center troubleshooting and user education on hypoglycemia treatment and preventing unintended meal announcements. Investigation of this case revealed use error related to an inadvertent meal announcement with subsequent hypoglycemia, with no reported device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.